Event description:
Resident being transferred from wheelchair to bed using porto lift. During transfer, left leg of lift slipped inward causing lift to tip forward. Resident fell to floor, left leg pain, swelling.